Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the healthcare professional reported [illegible]. The patient had end stage (stage v) parkinson's disease and would fall frequently. The patient's dbs was at end of service (eos) and had seen the neurologist to remove. The patient's shaking in their right arm and leg had not been resolved as it was from his parkinson's disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that patient had a fall one week ago and since the fall, the patient&#38112;right arm and leg have been shaking. The change in symptom was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed ins battery normal end of life no telemetry and no output. If information is provided in the future, a supplemental report will be issued.